Event description:
Right knee infection [arthritis infective]. Right knee injuries [injury]. Case description: spontaneous report was received on (B)(6) 2013 from a female pt (age not provided), initials (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f 20) injection, once into right knee (route of administration and dose regimen not provided). The lot number for synvisc one was not provided. It was reported that the pt sustained injuries from an infection in the right knee after injection. The company assessed the event of right knee infection as medically significant. The outcome for the events of right knee infection and right knee injuries was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The causal relationship between synvisc one and both the events of right knee infection and injuries was not provided. The qa (quality assurance) investigation results were received on (B)(6) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.